Manufacturer narrative:
The device was not returned for evaluation. The device activity log was returned. The reported malfunction of "delayed charge" was observed during review of the device activity log. The logs confirmed that the battery was low and the device had a low power shutdown during the event. It is likely that the charge times were extended due to the use of a depleted battery. However, the battery was not returned and this could not be firmly established. The reported malfunction of "device internally dumps energy" was also seen in the logs. However, this is not a device malfunction. The internal energy dump is a design feature to drop the charge if a full charge is not reached within the specified limit of 25 seconds. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient, (age & gender unknown), the device delayed to charge and internally dumped the energy after failing to fully charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.